Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a lead failure and was an advisory product. On (B)(6) 2017, the lead was explanted and replaced during a scheduled pulse generator change procedure.

Manufacturer narrative:
The reported event of lead failure was confirmed. A partial lead was received in two pieces. Internal insulation abrasions were found at 7.3 ¿ 8.3 cm, 12.0 ¿ 14.0 cm, and 14.5 ¿ 14.9 cm from the distal tip breaching the right electrode lumen. Internal insulation abrasions were found at 8.4 ¿ 10.8 cm and at 11.5 ¿ 14.2 cm from the distal tip breaching the right ventricular cable lumen. The etfe cable coating were found intact at these locations. All other damages were consistent with procedural damage. The cause of the reported event of insulation abrasion was due to internal abrasions.